Event description:
It was reported by repair work order that the brakes could not be engaged, as both brake pedals were broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.